Manufacturer narrative:
Upon receipt of the unit, a different failure mode than the one originally reported was observed. A compromised insulation failure was confirmed and we are reporting at this time. Block g4 has been updated accordingly. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit did not function as intended.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The device presents insulation wear throughout shaft and separation of insulation at distal end. The handle is loose between the grip and proximal end of the shaft. When the insert is engaged to the locking mechanism the entire shaft will wobble, it no longer maintains its rigid structure. The probable root cause/s could be user mishandling and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit did not function as intended.